Event description:
Pt was implanted with a spinal fixation construct on 7/30/97. X-ray taken on 10/2/98 show rod on left side has migrated superiorly through construct. Most of the rod is located in the soft tissue above the construct. Pt has not complained of pain. Still implanted as of 10/7/98.